Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00208 and MFR. Report # 3005099803-2012-00330).it was reported to boston scientific corporation that an autotome rx sphincterotomes and a dreamtome rx sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both the autotome and the dreamtome had paint detach from the blue distal tip. No paint fell inside the patient. The procedure was completed with another autotome rx sphincterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results:visual evaluation of the returned device found that the wide blue paint band at the distal tip was peeling/scraped. There were no other issues with the device. Evaluating the tip, it appears that the distal tip might have come into contact with some part of the scope (elevator), while being pushed through the scope causing the blue paint band to peel. The reported defect was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context.a review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-00208 and MFR. Report # 3005099803-2012-00330). It was reported to boston scientific corporation that an autotome rx sphincterotomes and a dreamtome rx sphincterotome were used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, both the autotome and the dreamtome had paint detach from the blue distal tip. No paint fell inside the patient. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.